Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did not confirm the leak. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011 baxter (B)(4) product surveillance received a complaint from civa, in which the customer reported one leaking intermate unit, product code 2c1742k, lot# 11b028. The unit was pre-filled by civa and contained pamidronate 90mg in 250 ml in 0.9% nacl. The location of the leak could not be determined by the customer. The problem was noted prior to product use and there was no patient involvement. No medical intervention. Sample is available for evaluation.